Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test and force sensor test. Device received with corroded battery tube. No broken belt clip rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer passed out and had three seizures from low blood glucose since retainer ring was missing. Troubleshooting was performed for damage and noticed the reservoir did lock in place. The customer treated low blood glucose value with glucose tablet. The insulin pump was not on auto mode at the time of incident. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis.